Manufacturer narrative:
No product has been rec'd to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.

Event description:
Consumer reported that needle broke off in her stomach. She went to doctor and the doctor applied medication on the injury site to try to bring the broken needle to surface. During f/u customer informed that she had an x-ray and she will be seeking consultation with a surgeon.